Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor gel breast prosthesis, catalog and lot numbers unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. In addition, patient developed capsular contracture (baker grade unknown) in both breasts. Patient was diagnosed using mammography. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 250cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 05/29/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the inner shell was appears intact and outer shell has creases on the anterior aspect. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was not confirmed for rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Regarding the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/23/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).